Event description:
The patient reported on 11/12/06 that her blood glucose registered "lo" (typically less than 10 mg/dl) on her blood glucose meter. The paramedics were contacted and they provided a glucose IV, which elevated her blood glucose to 173 mg/dl. The customer ate breakfast took a shower and did not feel good again. Her blood glucose decreased to 32 mg/dl. The patient had symptoms of feeling tired, sweaty, and weak. The patient's daughter gave her 4 glucose tablets and her blood glucose came back up to her normal range. The patient's normal blood glucose range is 120 to 125 mg/dl. The patient originally called in to get assistance with changing her basal rates due to experiencing low blood glucose levels. On 11/13/2006 the patient received a follow-up phone call and she reported that her blood glucose elevated to 318 mg/dl due to receiving an occlusion alarm. The patient changed out her infusion set and her blood glucose returned to 91 mg/dl. On 11/15/06 the patient received a follow-up phone call and she reported that her body is sensitive to insulin and experiences hypoglycemia 2 to 3 times every 2 to 3 weeks. She contacted her doctor and he stated lowering her basal rates was the right thing to do to help with her low blood glucose episodes. The patient reported experiencing another low blood glucose episode and her blood glucose was at 32 mg/dl. The patient took 3 glucose tablets and felt better. The patient received a final follow-up call on 11/16/06 and the patient reported that she is doing fine. The product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.